Event description:
A tandem mobi cartridge alarm was reported by the customer, which occurred during the load process. There was no adverse impact to the customer¿s blood glucose level. Despite receiving instructions from technical support to remove the cartridge and deliver a bolus, the cartridge alarm reoccurred. While the bolus completed successfully, the customer was unable to resume insulin therapy and opted to use backup therapy until returning home in two days to access more insulin.